Manufacturer narrative:
Based on the completed investigation, the reported issue was due to a damaged charged coupled device unit. The root cause is likely attributed to moisture entering the objective lens. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there was blurry image due to a damaged charged coupled device unit. There was no patient involvement.